Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that customer was not able to prime or clear battery out limit alarm due to buttons not responding. Insulin pump will be replaced.